Event description:
Customer reported taking insulin based on a high reading of 355 mg/dl received on her meter. At about 4:45 am, customer was making noises and was "out of it". Her husbana woke up and called the paramedics. The paramedics arrived and treated her with an i.v. Of dextrose. Her reading was 26 mg/dl.